Event description:
It was reported the insulin pump alarmed no delivery multiple times. Customer treated with manual injections. Customer cleared alarm and tried to resume. Customer did a prime and device alarmed again. Customer removed reservoir and attempted to push insulin through tubing manually, insulin did not exit. Customer stated issues have occurred with two sets from the same box. Customer was advised to do a complete set change with another infusion set that was sent to customer and call back if issues persisted. Blood glucose of 14 mg/dl was reported. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.